Manufacturer narrative:
(B)(6). Occupation: customer service team leader. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that during a procedure, a 5 french turbo-ject double lumen over-the-wire power-injectable PICC was taken out of the shipping box and its packaging was found to be "breached". Another device was used to complete the procedure. Additional information has been requested to clarify the failure mode but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 17mar2020, it was stated that the packing appears to have "lifted all around the edges". The sterile barrier/packaging seems to have been breached.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation evaluation. It was reported that the packaging of a turbo-ject® double lumen over-the-wire power-injectable PICC (upicds-5.0-CT-otw-st-1111) from lot 10051897 was breached. The labeling appears to have lifted all around the edges. This was noticed upon picking the device out of the shipping box. Cook became aware of this event on (B)(6) 2020 upon being notified by the quality and customer experience manager from (B)(6) hospital. The device did not make patient contact. A review of documentation including the complaint history, device history record, instructions for use (IFU), quality control and specifications, as well as a visual inspection of the returned device was conducted during the investigation. One upic set was returned for evaluation with the label peeling off. An 8cm crack was noticed in one of the corners of the tray. Glue residue was present all around the tray lip, including the fractured area in the corner of the tray. Additionally, a document-based investigation evaluation was performed. It was concluded that sufficient controls are in place to detect this failure mode prior to release. The products design history file shows evidence that validations are in place to meet design requirements related to this failure mode. A review of the device history record for lot 10051897 found no nonconformances that could have contributed to the reported failure mode. It should be noted that there were no other complaints associated with this lot at the time of the investigation. Since there are no related nonconformances or other complaints from this lot, there is no evidence that nonconforming product exists in house or in the field. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: how supplied supplied sterilized by ethylene oxide gas in peel-open packages. Do not use the product if there is doubt as to whether the product is sterile. Upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, examination of the returned product and the results of our investigation, it was concluded that damage incurred during shipping and transportation contributed to the device failure. There is evidence of glue residue along the lip of the entire tray, so a manufacturing-related cause of failure is not suspected. It is possible what caused the tray to fracture also contributed to the labeling peeling off. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.